Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the probe wash collar was full of gel separator and the sample probe was bent. The fse replaced both the wash collar (472897) and the sample probe (389375). On (B)(4) 2014, hotline followed-up with the customer and confirmed the issue was resolved. (B)(4).

Event description:
A customer reported their dxc 600 pro instrument was generating erroneous glucose (glu), creatinine (cr-s) and blood urea nitrogen (bun) results on one patient sample. The results were reported outside of the laboratory. However, there was no impact to patient treatment. A rerun was ordered since the results did not match the clinical picture.